Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient told the caller that "its not working" but the caller didn't know what the patient was referring to. The caller was asked if they meant the recharger or if the ins itself was not working and the caller did not know. The caller said they did know that the issue started "the middle of last week." No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was able to recharge the recharger but is not able to connect the recharger to the ins. The reposition antenna message was seen. The patient was able to connect with the patient programmer. It was determined that the recharger would not interrogate. Patient was issued a new patient programmer. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-06-22 from the manufacturer representative (rep) reporting that they were not sure if the patient¿s overdischarged had been resolved since they haven¿t seen them since their last appointment. It was indicated that this information was confirmed with the account. Additional information was received on 2018-06-27, from the patient¿s son reporting that the patient¿s stimulator stopped working completely, noting that they were unable to connect to the ins or charge it. The caller was trying to get a hold of a local representative (rep) to get the ins going again. They mentioned that it was difficult for the patient to lay flat and the ¿appointment was very uncomfortable¿. It was indicated that they did not elaborate on this remark. They stated they met with a local rep a couple of months ago in april or may and the rep tried to get the ins going again, but they didn¿t have enough time at that appointment. The rep stated they needed a two hour block to do so. The caller and the patient had been unable to get a hold of the rep for this action since then. A message was sent to the local field staff for physician mode recharge (pmr) assistance. No symptoms were reported. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/ anticipated.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Correction: both adverse event and product problem should be selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on (B)(6) 2018. The patient came in on (B)(6) 2018 with an overdischarged battery. The cause was nothing specific, they just forgot to charge it. The rep performed 2 trickle charges for 2 hours and it came back to regular charging mode. This is all of the information the rep had. The battery was charging normally. The account has no further information either. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.